Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued due to procedural damage. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction despite the inner coil being slightly over torqued. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the guidewire could not be advance in the right ventricular (rv) lead. The rv lead was not installed, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: h3 was previously not checked, to has not been checked "yes".